Event description:
According to the sales rep, the doctor used the hip insert 623-10-36g, from a cup 58g, but when he was trying to set together (reduce) the stem with upper implants, the insert came loose from the cup several times. Because of this, he decided to use another insert, which was the 623-10-32g. He had no problems after using this implant.

Manufacturer narrative:
An event regarding difficulty inserting liner into shell involving a trident 10° x3 insert 36mm ID was reported. The event was confirmed. A material analysis report concluded, ¿indentation damages to the acetabular insert were consistent with an attempted implantation. No material or manufacturing defects were observed on the device features evaluated.¿ further conversation with the material analysis team concluded that there was evidence of malalignment upon impaction. There is no indication that patient factors contributed to the reported event. All devices accepted into finished goods conformed to specification. A complaint history review confirmed no similar events for the reported lot. The investigation concluded that the liner was malaligned upon impaction leading to the difficult assembly. The surgical protocol for the liner explains the recommended implantation procedure.

Event description:
According to the sales rep, the doctor used the hip insert 623-10-36g, from a cup 58g, but when he was trying to set together(reduce) the stem with upper implants, the insert came loose from the cup several times. Because of this, he decided to use another insert, which was the 623-10-32g. He had no problems after using this implant.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report.